Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The batteries were replaced. The system is operating as intended.

Event description:
The customer reported a low kv error message on the 9900 system. No pt injury was reported.